Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve, balloon rupture occurred during deployment. The valve was expanded enough to anchor in place. A second delivery system was opened and prepped per IFU to perform a second inflation at nominal volume. Blood was seen in the syringe during inflation. The valve was ultimately deployed in the intended location, and the patient remained in stable condition. Minimal resistance was experienced when withdrawing the delivery system through the esheath, but no damage was noted to the sheath or other edwards devices. No injury or complication occurred. The perceived root cause of the event was calcium in the patient's native anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Corrected h6 component code, impact code, clinical code, device code. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Imagery evaluation revealed that the balloon had burst both radially and longitudinally, resulting in bunching of its distal portion. Additionally, calcification was noted in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Available information suggests patient/procedural factors (calcification) likely contributed to the event. As reported, "the perceived root cause of the balloon burst was calcium in the patient's native anatomy." Additionally, 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted as a lot number was provided. B4, g3, g6, and h2 have been updated. Additional information has been provided in d4: lot, expiration, UDI, and h4.